Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2015 with the following findings: there were ¿pump not primed¿ warnings observed in the black box where the force readings did not reach zero. The pump failed to recognize the cartridge during the load step. A force sensor calibration test revealed that the sensor was not detecting the correct force. The resistance on the force sensor was measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. Unrelated to the force sensor, the display screen was dim and discolored. The battery compartment was cracked from the threads to the bumper pad and from the bumper pad to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was pushing out insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.